Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of could not secure the cuter device was not confirmed. The assignable root cause was traced to improper maintenance. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key device chuck and mechanics seized, the color band was chipping, the etching was illegible, did not function and the moving parts did not move smoothly. It was further determined that the device failed pretest for marking & labeling, check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling, check for mechanical free movement and check general function in running mode. It was noted in the service order that the device was unable to close and open. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of could not secure the cuter device was not confirmed. The assignable root cause was traced to improper maintenance. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key device chuck and mechanics seized, the color band was chipping, the etching was illegible, did not function and the moving parts did not move smoothly. It was further determined that the device failed pretest for marking & labeling, check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling, check for mechanical free movement and check general function in running mode. It was noted in the service order that the device was unable to close and open. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.